Event description:
It was reported the lead was replaced due to fracture. It was further reported the replacement was complicated by tamponade requiring a paracardial window. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.